Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages and check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall off test. The cause for the failure was isolated to multiple wires in the ECG a and b cable shorting together. The root cause for the shorted cables was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages and adjust belt or check belt messages.